Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep reported patient's first right hip revision took place in 2011. No further information is available due to hospital policy.

Manufacturer narrative:
An event regarding revision for an unspecified reason associated with malposition of an unknown trident shell component was reported. The event was confirmed based on clinician review of the records provided. Method & results: product evaluation and results: not performed as the device was not returned for evaluation, it appears to remain implanted. Medical records received and evaluation: a review of the provided medical records and x-ray by a clinical consultant indicated: cup malposition in nearly absent anteversion has contributed to an overload condition in the hip causing instability. This was treated by bearing exchange to a constrained insert system in 2011 but did not address the underlying problem of cup malposition. This contributed to persistent impingement with subluxation in the constrained insert construct ultimately failing in 2017 by disassociation in the device requiring another revision with exchange to a mdm bearing. Product history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in nearly absent anteversion has contributed to an overload condition in the hip causing instability. This was treated by bearing exchange to a constrained insert system in 2011 but did not address the underlying problem of cup malposition. This contributed to persistent impingement with subluxation in the constrained insert construct ultimately failing in 2017 by disassociation in the device requiring another revision with exchange to a mdm bearing. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep reported patient's first right hip revision took place in 2011. No further information is available due to hospital policy. Update as per the medical review: cup malposition was the underlying problem contributing to the 2011 revision.